Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was selected for a denovo pulmonary vein isolation (pvi) ablation procedure. During preparation of the polarsheath when aspirating the sheath, the hemostatic valve did not hold and bubbles come through tubing into the syringe. Preparation was started all over and the same issue was noticed. No devices were put into hemostatic valve at this point. The faulty polarsheath was not used in the procedure.

Manufacturer narrative:
Visual inspection of the device showed a tear on the hemostatic valve. The sheath failed all standard manufacturing testing with a leak in the pressure decay test, visible bubbles in the flush line during aspiration and dropping pressure while pressurized at 5.5 psi in hemostasis testing. The reported field observation was confirmed through analysis.

Event description:
It was reported that a polarsheath was used in a denovo pulmonary vein isolation (pvi) ablation procedure. During preparation of the sheath when aspirating the sheath hemostatic valve did not hold and bubbles come through tubing into the syringe. The preparation was started all over and the same issue was noticed. Nothing was put to hemostatic valve at this point. The faulty polarsheath was not used in the procedure.

Event description:
It was reported that a polarsheath was used in a denovo pulmonary vein isolation (pvi) ablation procedure. During preparation of the sheath when aspirating the sheath hemostatic valve did not hold and bubbles come through tubing into the syringe. The preparation was started all over and the same issue was noticed. Nothing was put to hemostatic valve at this point. The faulty polarsheath was not used in the procedure. It was further reported that the catheter was exchanged.

Manufacturer narrative:
Visual inspection of the device showed a tear on the hemostatic valve. The sheath failed all standard manufacturing testing with a leak in the pressure decay test, visible bubbles in the flush line during aspiration and dropping pressure while pressurized at 5.5 psi in hemostasis testing. The reported field observation was confirmed through analysis.